Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The complaint was received through expert opinion doctor of medicine (m.d). The reporter was not the implanting surgeon. Information was provided that the patient had an yttrium aluminum garnett (yag) capsulotomy and photorefractive keratectomy (prk) after the original cataract surgery in 2021. The reporting facility has not provided any further information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient had an outcome of (B)(6) and underwent a yttrium aluminum garnett (yag) capsulotomy and photorefractive keratectomy (prk). Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).